Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that foreign objects inside of light guide lens, forceps elevator wire (k-wire) and in server plug-in (z-block) and adhesive around light guide lens and objective lens were chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the adhesive around light guide lens and objective lens were chipped was cause traced to component failure and for foreign objects inside of light guide lens, forceps elevator wire (k-wire) and in server plug-in (z-block) was cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.